Event description:
While performing maintenance on the lh780 instrument, the customer noticed a leak in the tubing at valve 3 (vl3). The volume was not reported and the leak is not contained. There was no biohazard exposure to open wounds or mucous membranes. In addition, there were no patient results affected by this event.

Manufacturer narrative:
The customer technical specialist (cts) reported the customer noticed the leak at vl3 and replaced the tubing at vl3 to resolve the leak. The customer ran latron, retic and 5c controls and all controls recovered results within acceptable limits to verify the repair at vl3. Upon recur a leak at vl3 could generate erroneous wbc and hgb results due to an improper lytic reagent delivery to the wbc bath. The manufacturer reference number for this event is (B)(4). Customer resolved the issue.